Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted because of a product advisory. No clincial abnormalities were noted.